Event description:
Customer reported she was hospitalized about two years ago and does not recall the exact date of the event. Customer took a cap to the emergency room. Blood glucose was over 500 mg/dl. Customer was feeling really thirsty. Cause of the hospitalization was ketoacidosis. Customer was using the device when she was admitted, but the staff requested that she take it off. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.